Event description:
It was reported that (1) device was used during a laparoscopic cholecystrctomy. It was reported by the rep that the surgeon used an er320 and found the clips would not advance properly. The surgeon completed the case using another instrument. There was no consequences to the patient.